Manufacturer narrative:
Estimated publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
The following was reported through a review of an article titled "intermediate results of istent or istent inject implantation combined with cataract surgery in a real-world setting: a longitudinal retrospective study". Reportedly, following cataract plus trabecular micro bypass stent procedure, a patient presented at three (3) months postop with a peripheral anterior synechia (pas) which resulted in stent occlusion in one (1) eye. A yag laser iridotomy was performed to treat the occlusion successfully without further sequelae. Please see the attached article for further details.